Manufacturer narrative:
Device evaluation: the device related to the reported event seroma-late was received on mar 03, 2020 with lot number 2040165. Visual analysis of the returned device identified: weight to the spec, crease fold, deformation, white particles. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.10, h.3, h.6

Event description:
Healthcare professional reported seroma-late on the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported seroma-late on the left side. The device has been explanted.